Event description:
It was reported that the customer was experiencing difficulty inserting the 2000s spikes into bags of heparin 2000 units in saline 100 ml. It was requiring force to insert the decanter into the port on the saline bags and they were using a twisting motion that was causing plastic shavings to release from the bag port that could potentially fall into the saline solution. No adverse patient reactions at this time.